Manufacturer narrative:
The device is not available for analysis; therefore no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a flexiva pulse laser fiber was used during a procedure, the laser fiber hub overheated and melted at the connection of the console (moses) laser during ablations of stone. The procedure was completed with another fiber and there were no patient complications reported.

Event description:
It was reported that a flexiva pulse laser fiber was used during a procedure, the laser fiber hub overheated and melted at the connection of the console (moses) laser during ablations of stone. The procedure was completed with another fiber and there were no patient complications reported.